Manufacturer narrative:
(B)(4) .

Event description:
It was reported noise on the far-field channel was observed after a shock was delivered for a vf. Programming changes were made. Patient is doing well..